Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex artery. An ivus catheter was advanced but could not cross the lesion. Pre-dilation was performed using an unspecified balloon catheter. A 3.50x38mm promus element plus stent was advanced but was not able to cross the lesion. A catheter shaft kink was noted. The device was removed intact. The physician tried to fix the shaft kink and the device got separated. The procedure was not completed due to this event. No patient's complications were reported and patient's status was good.